Event description:
Information received by medtronic indicated that the patient had a pericardial effusion during an ablation procedure. The physician was manipulating the mapping catheter into the left superior pulmonary vein and noticed a pericardial effusion on ultrasound. Echo was called and the diagnosis was confirmed. The event occurred prior to any ablation being performed. The procedure was aborted and a pericardiocentesis was performed with over 700cc of blood evacuated. The patient's blood pressure was normal after the pericardiocentesis. As per the physician, the effusion is believed to have occurred either during the exchange of the transseptal sheath for the steerable sheath or during the mapping of the left atrium. There were no issues with the devices during the procedure. Device 2 of 2, reference MFR report: 3002648230-2014-00082.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.